Manufacturer narrative:
Calibration was last performed on 30-oct-2024 with acceptable results. Qc was acceptable. There is no indication of a reagent or instrument performance issue. The field service engineer (fse) was unable to replicate the issue. An instrument check passed. The customer performed calibration. Based on the information provided, a general reagent issue can be excluded. The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter complained of discrepant results for 1 patient tested for elecsys troponin t gen 5 (troponin t) on a cobas e801 analytical unit. The initial result from the complained e801 analyzer was 219 ng/l. A new sample was obtained and the result from the complained analyzer was 13 ng/l. Due to the difference in results between samples, both samples were repeated. The original sample was repeated on the complained e801 analyzer with a result of 24 ng/l. The original sample was repeated on a different e801 analyzer with a result of 15 ng/l. The 2nd sample was repeated on the complained e801 analyzer with a result of 13 ng/l. The 2nd sample was repeated on a different e801 analyzer with a result of 9 ng/l. The result of 24 ng/l was reported out of the laboratory as the corrected result.

Manufacturer narrative:
The complained e801 analyzer serial number was (B)(6). The other e801 analyzer serial number was (B)(6). The investigation is ongoing.